Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 1: "we have had this issue repeatedly again after our first complaint about a month ago with our streamlines not passing pressure testing on our machines and have saved the lines and need to know what you would like for me to do. We also had a safety issue with the streamlines in that on two separate occasions with the luer lock on arterial side being cracked prior setting up machine and in one case the cracked arterial luer lock was not visually caught prior to treatment and came off when the patient was receiving treatment resulting in blood loss for the client."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample or lot number was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.